Event description:
Boston scientific received info that during the implant procedure, the electrode was connected to the subcutaneous implantable cardioverter defibrillator (s-ICD) without issue. A message was displayed on the programmer that the impedance was greater than 400 ohms. The electrode was removed an connected again to the device, but the issue was not resolved. Then a red screen appeared with a charge time fault code. A boston scientific tech services consultant discussed using a different device. The second device was connected to the electrode and the procedure was completed without further complications. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance lab, the device was thoroughly evaluated. Visual inspection of the device case and header noted no anomalies. A review of device memory confirmed the charge timeouts and high lead impedance faults had been recorded. Further analysis of the log files revealed the device was unable to fully discharge the high voltage capacitors so the lead impedance measurement could be performed. The automatic setup step was performed and the impedance error was reproduced. The device case was removed for further testing. However, manual and commanded impedance tests produced normal measurements once the device case was removed. Lab analysis confirmed the device was able to deliver a shock and provide post-shock pacing. Despite exhaustive testing, the cause for the charge dump timeout could not be determined.